Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) declared a message indicative of a bit flip in the active device firmware in memory. Boston scientific technical services (ts) discussed the issue with the field representative. Information was later received indicating the issue self-corrected. No adverse patient effects were reported. This device remains in service.